Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recq1116 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported that when performing flush to wash peripheral venous insertion central venous access, the nurse verified the presence of a hole near the catheter cannon, even using a 10ml syringe according to the manufacturer's recommendations. No other information was provided.